Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation with "excessive force used" appears to have impacted on the event as reported. As indicated in the IFU (information for use) precautions section: exercise care in handling of the guidewire during procedure to reduce the possibility of accidental breakage, bending, kinking or coil separation.

Event description:
Event description: per cnf, it was reported that: event; it was difficult to insert the guidewire. What type of guidewire was used?; a recommended starter guidewire was used. If the guidewire was a bsc device, please specify the lot number or j-pos number; 8450964 was it an initial insertion of the guidewire into the catheter?; yes was the catheter deployed without the guidewire being inserted?; no please specify the details on how the event occurred; the catheter was formed into a floral-shaped after inserting the guidewire, however, it did not come out. It came out with an unusual noise and could not be inserted thereafter; therefore, it was replaced. The wire has also been replaced as the tip was torn. Infected: no infection name: unknown diagnosis or treatment: unknown resolution: different device used (same model) where did event occur: outside the patient patient outcome: no patient injury first time the unit was used: unknown tested prior to use: unknown used before expiry date: unknown physician's comment: there was blockage at the handle part. Generator used: unknown ablation. Catheter used: unknown other used: unknown.